Event description:
It was reported that an intraocular lens (iol) had a scratch on the anterior surface of the lens. The iol remains implanted. This has happened quite a few times. The event dates are unknown. It is unknown if there was any surgical intervention. No additional information was provided to johnson & johnson surgical vision. This report captures the comment of happening quite a few times. A separate report will be filed for the known event date.

Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial #: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI number is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) was not returned for analysis, as the lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event(s); however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.